Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint, and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet and attributed the issue to the device, requesting a replacement and new training, while a clinician suspected behavior-related factors; a hard case accessory was also requested and provided. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported injury, and no reported device alarms. Customer care provided support that included a review of available complaint details, and receipt of the returned device for assessment. Investigation of this case revealed no confirmed device malfunction, or component failure based on the information provided, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.